Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for low blood glucose levels while using a different insulin pump. The customer did not want to troubleshoot because that insulin pump was already replaced, and she is ready to return it. Nothing further was reported.